Event description:
It was reported that a malfunction occurred with a malfunction code of malf 12. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappears, which the customer understood and agreed to.